Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Also received with moisture damage on the motor, cracked battery tube and vibrator assembly. The insulin pump was received with cracked case, cracked reservoir tube lip and minor scratched lcd window. The insulin pump failed leak test due to cracked in bottom casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the customer went swimming with the insulin pump and the display went blank and would not return. The insulin pump does not have visible damage but moisture could be seen under the screen. Blood glucose value is unknown. The insulin pump is not being replaced or returned for analysis.